Manufacturer narrative:
Model number/catalog number 72404012, serial number (B)(4), batch/lot number 141206004, model/catalog description cxr 14cm, expiration date 06/27/2021, gtin (B)(4).

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed to the pump freezing and pain. The old reservoir was not removed. A new spectra penile prosthesis was implanted. Additional information received indicated the location of the pain was at the tip of the cylinder. The physician indicated there was fibrosis at the surgery site that caused the pain. There were no further symptoms or medical intervention.

Manufacturer narrative:
D4 model number/catalog number: 72404012, serial number: (B)(6), batch/lot number: 141206004, model/catalog description cxr 14cm, expiration date 06/27/2021, gtin: 878953002699. H3: device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump failed the activation and valve activation tests. This means the user required more than 8lbs. Of force to activate the pump, and that the fluid is flowing through the pump when it should not be. Device analysis therefore confirmed a pump malfunction. The reported allegations of pain and scarring, however, could not be confirmed in relation to the pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed to the pump freezing and pain. The old reservoir was not removed. A new spectra penile prosthesis was implanted. Additional information received indicated the location of the pain was at the tip of the cylinder. The physician indicated there was fibrosis at the surgery site that caused the pain. There were no further symptoms or medical intervention.